Manufacturer narrative:
The pump was received with a broken reservoir tube lip, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer also stated that the insulin pump sustained a crack at the reservoir compartment ring. The customer was unsure how the damage had occurred. The customer's blood glucose was 400 mg/dl. She did not exhibit any symptoms of high blood glucose and treated with insulin and water. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis. She was unable to troubleshoot for high blood glucose because she had to return the device.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.